Manufacturer narrative:
This device is not sold in the us but a similar device is. The issue of the black dust will be resolved by replacing the tubes of the internal pipeline. The device will not be returned and is not available for evaluation. As such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, the mesh filter in the device was clogged with dust. The black dust is cleaned and ensured that there is no black dust evident during reprocessing of any scopes. There is no patient involvement and reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the water sensor had been replaced, the software version of the device was upgraded, and regular maintenance work and fatigue part replacements were performed. Since the device was not returned for evaluation, the definitive root cause of the clogged mesh filter could not be determined. It is possible that the hose inside the device deteriorated due to a chemical attack and became a black foreign material when the disinfectant was injected and mixed into the washing tank. Olympus will continue to monitor field performance for this device.